Event description:
It was reported that during a pediatric ureteral suture laparoscopic procedure, during the suturing of the ureter, the needle component of the device broke. It occurred on four devices. The issue was resolved by replacing the suture with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10. Concomitant product: 8886612421, 8886 6124-21 maxon cv5-0 grn 75cm cv11da (lot#d4m1822y); 8886612421, 8886 6124-21 maxon cv5-0 grn 75cm cv11da (lot#d4m1822y); 8886612421, 8886 6124-21 maxon cv5-0 grn 75cm cv11da (lot#d4m1822y); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. Four devices were returned for analysis. A visual inspection of the sample noted two sutures and four needles, with all needles received broken at approximately half of their length. It was reported that the device broke. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: broken suture. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.